Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the centrifugal pump console. The incident occurred in (B)(6). A review of the DHR could not identify any deviations or nonconformities relevant to the issue. A livanova field service representative was dispatched to the facility to investigate the device and replaced the battery monitoring and mains monitoring circuit boards to solve the problem. Subsequent functional verification testing was completed without further issues and the unit was returned to service.

Event description:
Livanova (B)(4) received a report that a centrifugal pump console stopped showing an error code during procedure. The user hand-cranked the pump to continue the support. There was no report of patient injury.